Event description:
It was reported that the device was oversensing far-field r-waves and diagnosed slow vt as supraventricular tachycardia. It was mentioned that the patient had an av node ablation. The patient was asymptomatic and stable. Programming changes were recommended. Patient will continue to be monitored.